Event description:
A consumer's wife reported her husband is experiencing blurred vision in both eyes following bilateral intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the first eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 08/25/2011 and 08/29/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).